Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after the implant procedure. The lead was repositioned the next day and it remains in use. No patient complications have been reported as a result of this event.